Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported fracture at neck of implant resulting in mobile crown, requiring removal, replacement and bone grafting. Tooth 19.

Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the platform/collar. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density ¿ type ii. The reported device had been placed on tooth #19 for approximately 4 years. The implant was placed on a previously allografted site. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review for the lot (63463074) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63463074) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur (fracture implant), and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.